Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. MFR# clarification: new registration number (B)(4) ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(4)).

Event description:
It was reported that a portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube cuff leaked slowly. The issue was observed by the patient's mother and a nurse. The tube had been in use every other week for five weeks and had been in use for a few days prior to the event. It was washed in half-strength hydrogen peroxide, rinsed with sterile water, and dried with gauze and cotton pipe cleaners between use. The cuff was filled with sterile water. It was decided to micro-manage the cuff leak until a new tracheostomy tube could be placed, due to the patient's condition. No medical intervention was required and no patient injury was reported. The issue was considered resolved. See MFR: 3012307300-2016-00270.

Manufacturer narrative:
One 3.0mm tts¿ pediatric tracheostomy tube was returned for investigation. During functional testing, 5cc's of air was inserted into the device and the device was submerged under water. No bubbles (indicating a leak) were observed escaping from the device. The cuff was then filled with 5cc's of water and allowed to rest for 4 hours; no leaks were found. No fault was found with the returned device and investigation determined that the device operated as intended.